Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported, "a stem fracture on a distal femur implant completed 2 years ago."

Manufacturer narrative:
An event regarding alleged fractured femoral stem involving a mets distal femur was reported. The event was confirmed by product inspection where disassociation of the stem from the femoral shaft was also identified. Method and results: product evaluation and results: visual inspection: the femoral knee component and the shaft are visually unremarkable. A fracture of the femoral stem is observed. Polishing and beach marks are visible at the stem fracture surfaces. Damage is observed to the sides of the femoral stem adjacent to the fracture, possibly caused during extraction. It is observed the alignment lug of the femoral stem has broken/fractured off and there is observable polishing of the alignment lug surface. An object is observed in the alignment lug recess in the ha collar - possibly a fragment of the alignment lug. Dimensional inspection: not performed as product was returned worn and damaged.. Functional inspection: not performed as product was returned damaged. Material analysis: visual examination confirmed fracture of cemented stem. Stereological and electron microscopy examination confirmed the cemented stem to have fractured due to fatigue followed by overload. Loosing of the stem taper lock was identified as a potential contributing factor to the fatigue fracture of the cemented stem. The (returned) stem was easily inserted and removed from the from the collar with no evidence of taper lock observed. Significant wear of the inside of the collar was observed...nothing could be learned of the cause of the fracture of the alignment lug due to post fracture abrasion. Clinician review: the x-ray provided shows that the distal femoral stem near the bone resection level has clearly fractured, which confirms the reason for revision. Product history review: review of the product history records indicate 20 devices were manufactured and accepted into final stock on 08apr2016 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the patient was noted to be high sportive activity despite the surgeons recommendations post implantation. The investigation concluded that the alleged failure was caused by fatigue fracture of the cemented stem followed by overload. Disassociation of the taper lock between the stem and the shaft was identified as a potential contributing factor to the fatigue fracture of the cemented stem. Nothing could be learned of the cause of the fracture of the alignment lug or the cause of the disassociation of the taper lock due to post fracture abrasion and significant wear of the taper lock surfaces. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported, "a stem fracture on a distal femur implant completed 2 years ago."